Manufacturer narrative:
Results: failure to follow instructions-force applied to advance the device most likely resulted in the hypotube detachment. Patient¿s condition affected effectiveness of device-patient vessel/lesion morphology may have hindered delivery of the device. User/device interface -force applied to advance the device most likely resulted in the hypotube detachment. Conclusion: device failure related to patient condition-patient vessel/lesion morphology may have hindered delivery of the device. User error contributed to event-force applied to advance the device most likely resulted in the hypotube detachment. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in a calcified tortous b2-c lesion in the left coronary artery. The vessel was occluded prior to insertion of the device. No abnormality was noted during device preparation. The device was inserted into a guideliner which in turn was inside a guide catheter and became stuck. As the physician pushed the device the device broke into two pieces just distal to the strain relief. Device did not exit tip of guide; the physician was able to grab the broken section and remove it from the patient. Lesion was treated with poba. No clinical sequelae reported. Evaluation summary: the hypotube was kinked 2cm and 6cm distal to the hypotube break site. The hypotube had detached at the distal end of the strain relief. Both ends of the hypotube were oval and jagged at the break site. The distal tapered section of the protective sheath was slit. The stent was positioned on the balloon between the inner shaft markers with no deformation evident to the struts or segments.